Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#3234081 1-the products of this batch were assembled at intima ii auto line 2 in (B)(6) 2023, and packaged at cfs package line in (B)(6) 2023. Work order quantity was (B)(4) ea. 2-in this batch, (B)(4) were performed septum leakage test in-process test and (B)(4) in outgoing test, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-check the maintenance record of the septum related assembly equipment, no abnormal maintenance. 2. No defective samples have been received for the complaint, returned one photo, the photo shows that leakage be seen at the bottom of the septum. 3. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. 4. Possible causes: 1-after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2-if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked at septum. The child needed to be infused with cytarabine injection requiring an indwelling needle for the infusion, and when the needle cone was removed after the puncture of the indwelling needle for the child, there was blood coming out from the withdrawal site, which did not provide complete closure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.